Event description:
It has been reported to the MFR by medwatch that a respiratory care practitioner noted air in the sleeve after suctioning and when the catheter was removed and replaced, had not noticed that the catheter was damaged. Chest xray later identified a 7cm tip of the suction catheter in the pt's right mainstem for which the pt underwent a bronchoscopy to have it removed. There was no report of serious injury or death as a result of this product. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
Photographs of the incident device have been received but not yet evaluated. The device history record is being reviewed. Investigation is in-progress. The length of the suction catheter is 30.5cm in length and the photograph received from the user facility identified a 7 cm piece of the catheter in the lung. Based upon past complaints of this type, when a piece of a catheter is found in a lung, it can be attributed to end-user error of trimming the endotracheal tube before fully withdrawing the suction catheter. The dfu for the subject device contains a warning label which states to "fully withdraw trach care* catheter before cutting endotracheal tube, otherwise the catheter may also be cut." A follow-up report will be provided if additional relevant info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.